Manufacturer narrative:
Specific patient information with regards to age, gender, ethnicity, race and weight was not provided. The product was not returned and no lot number or part number was provided; therefore, no evaluation can be conducted.

Event description:
A doctor alleged that there's too many apical lesions. Doctor also alleged experiencing in surgery a black slimy substance in the root canals following apicoectomy.